Manufacturer narrative:
The events of capsular contracture and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation :rupture, seroma-late and capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient's representative reported "intracapsular rupture with partial collapse of the silicon wrap of the right implant.", "capsular contraction", "radial folds" and "right peri implant fluid". The device remains implanted.